Event description:
Event description guidant received information that this during the implant procedure for this leadthe patient suffered a pericardial effusion. The device was operating as programmed, and remained in service.